Event description:
It was reported that during an implant attempt insertion of the stylet into the lead was difficult. It was also reported that lead placement was difficult. After several attempts the lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the lead appeared damage at implant. The analyst visual comment revealed that that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.